Event description:
Subsequent to the initial MDR, additional information has been provided.

Manufacturer narrative:
(B)(6). Voluntary medwatch report number: mw5094808.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen. The patient stated they had an allergic reaction to the sensor that resulted in scarring and blistering. They stated upon insertion of the sensor, their skin immediately began to itch. Upon removing the sensor, their skin started to bleed and blister. The patient consulted with their doctor; however, there was no documentation of medical intervention. This is being reported due to the allegation of scarring. No additional patient or event information is available.